Event description:
During a cataract extraction procedure the clinic reported a corneal burn occurred in the patient's operative eye. The clinic reported the corneal burn was caused by the lack of aspiration and suspected footpedal may have contributed to occlusion; therefore, having aspiration issue. The wound required an unplanned suture to close the incision. The patient is expected to have a good outcome.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo service technician. There were no issues detected with the operation of the machine. The technician was not able to identify an explanation for the event. The system was verified for all modes of operations and calibrations. The system met amo specifications. The system is continuing to be used without further reported incidents. All pertinent information available to abbott medical optics has been submitted. Placeholder.